Manufacturer narrative:
The device returned for evaluation. Visual inspection confirms the distal tip has sheared off. The failure apperas to be the result of attempting to remove a screw, as the loads required to shear the hexalobe are higher than required loads to insert a screw. The driver should only be used to drive in screws. Review of the device history record indicates there were no issues during the manufacture of this product that would contribute to this complaint condition. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported the tip of the driver sheared off. It was retrieved. There were no patient symptoms or complications reported as result of this event.